Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included tubal ligation since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), vaginal hemorrhage ("abnormal bleeding (vaginal), menorrhagia ("abnormal bleeding (menorrhagia)") and alopecia ("hair loss"), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced genital hemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain,") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and vaginal hemorrhage had resolved and the genital hemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, genital hemorrhage, menorrhagia, pelvic pain, vaginal hemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure removal date as: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2020: pif received: fu 3 and 4 processed together. Seriousness criteria "hospitalization" added for pelvic pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included tubal ligation since on (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and alopecia ("hair loss"), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain,") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and vaginal haemorrhage had resolved and the genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-dec-2019: plaintiff fact sheet received- new event she did not undergo an essure confirmation test was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and genital haemorrhage ('heavy abnormal bleeding') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included tubal ligation since (B)(6) 2008. In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain,") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and vaginal haemorrhage had resolved and the genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she underwent an essure confirmation test, per pfs but name and result was not reported. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: vaginal hemorrhage, menorrhagia, alopecia, she underwent an essure confirmationt test were added. Event onset date and outcome were added. Medical history was added. Reporter was added. Plaintiffs information were added. Removal surgery was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain,") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain,") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.